Event description:
Related manufacturer reference number: 2938836-2019-16985 and 2938836-2019-16987. I was reported that a lead revision was performed on the ra and rv lead due to non-capture and inappropriate sensing on both leads. X-ray images revealed that both the ra and rv leads were dislodged. It was noted that the lv lead was still working on the 18th and images showed it still in the coronary sinus. However, during the revision on (B)(6) 2019, the lv lead was also non-capture. During the procedure fluoroscope revealed that the lv lead was also dislodged. Once the device was exposed from the pocket, the physician recognized that the patient had been twiddling with their device which caused the leads to dislodge. Physician diagnosis for the lead dislodgement was twiddler syndrome. The leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.